Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 47-year-old female patient who had essure (batch no. 626975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and endometriosis ("suspected endometriosis") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total laparoscopic hysterectomy with right salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia and uterine leiomyoma to be related to essure. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received- lot number, reporter information and medical history added. Event medical device removal updated to new event menorrhagia. New events added- dysmenorrhea, fibroid uterus, suspected endometriosis. Patient demographic details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years after insertion of essure. The patient was treated with surgery (oophorectomy performed). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 47-year-old female patient who had essure (batch no. 626975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and endometriosis ("suspected endometriosis") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total laparoscopic hysterectomy with right salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dysmenorrhoea, uterine leiomyoma and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.